Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The patient silenced the alarm for 4 hours, but the alarm returned. The patient went into the clinic to replace the backup battery. This was the second time the patient experienced the backup battery fault alarm within a short period of time despite having her backup battery replaced. The plan was for the patient's system controller to be exchanged. The patient's system controller was not exchanged as of 07sep2020. The patient came into clinic when she experienced these alarms, and her backup battery was replaced. The alarms resolved. The surgeon wished to ensure that the patient wasn't put through the stress of the alarms reoccurring. As such, the controller will be exchanged on (B)(6) 2020 at the patient's regular clinic follow-up appointment. The controller will be collected on (B)(6) 2020. It was later reported that collection was delayed. The patient was admitted in-patient for sepsis unrelated to the device and was query covid. The controller exchange was not conducted. Collection date was to be updated when the perfusionist confirmed exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The log file contained approximately 3 days of data (30aug2020 ¿ 02sep2020 per the timestamp). A backup battery fault alarm activated at 21:21:27 on (B)(6) 2020 due to a backup battery load test failure. The alarm remained active for the remainder of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. No other notable alarms were active in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number (B)(6), was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 17apr2019. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section d4, h4: corrected data. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file contained approximately 3 days of data (30aug2020 ¿ 02sep2020 per the timestamp). A backup battery fault alarm activated at 21:21:27 on (B)(6) 2020 due to a backup battery load test failure. The alarm remained active for the remainder of the log file, which ended at 11:35:27 on (B)(6) 2020. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. No other notable alarms were active in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Additional information provided stated that the alarm was resolved by exchanging the backup battery when the patient came into the clinic; this is consistent with the data observed in the log file downloaded from the system controller when it was returned for testing, which did not capture any backup battery fault alarms. The log file downloaded from the returned controller contained approximately 5 days of data (10sep2020 ¿ 15sep2020 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 10:02:00 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number (B)(6), was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 09jan2020. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.